Manufacturer narrative:
Results: used for catheter.

Event description:
It was reported that the pt had good therapeutic effect until 2008, when the pt showed signs of withdrawal with symptoms of jerking motions. The hcp increased the oral baclofen. An x-ray of the catheter was taken, no kinks were apparent. The nex day, the pt showed signs of overdose symptoms including lack of tone, drooling and poor trunk control. The oral baclofen was discontinued. Subsequently, the pt again presented with withdrawal symptoms of jerking motions. Six days later, a rotor study was performed and no problems were found with the pump. Another x-ray was taken with no catheter kinks or disconnects noted. It was suspected that intermittent kinking was occurring, possibly due to different body positions. The dose of baclofen 1000 mcg/ml on the same day, was 115 micrograms/day. The pt underwent a catheter revision the following month. The proximal segment of the catheter was removed; another catheter was spliced to the remaining segment.